Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a bolus. Customer's blood glucose level was 401 mg/dl. Customer went to the health care professional's office and received a motor error alarm at the office. Pump was not delivering insulin and customer stated that she felt shaky and her blood glucose dropped, but was still a bit high. Customer could not find her meter and was assisted with clearing the alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.